Manufacturer narrative:
Device received for this event is being corrected from frialit plus impl d4,5/l13 catalog # 36-2453 to fri synchro impl d4,5/l13 catalog # 32450453. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.